Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device was rebooted but after 40 minutes the device stopped responding again. Customer did not disclose the nature of the procedure or the length of the delay. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that while the device's drawers were operational, the all-in-one was requesting bios password. The field service engineer replaced the all-in-one screen to resolve. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device was rebooted but after 40 minutes the device stopped responding again. Customer did not disclose the nature of the procedure or the length of the delay. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-jul-2021 to 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system kept crashing. Checked the cables in the e-drawer and all cables on the back and replaced the aio screen with a new one also adjusted the date and time to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer stated that the device was rebooted but after 40 minutes the device stopped responding again. Customer did not disclose the nature of the procedure or the length of the delay. Patient or user harm was not reported.